Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Catalog number updated to 8450107530. Investigation results indicate that the bur broke due to issues identified in the associated attachment (5407120950a; sn (B)(4)). Corrosion was identified in the attachment. The attachment front and mid bearings overheated causing rotational resistance and potentially causing the bur to break. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.